Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose of 57 mg/dl. Low bg level was treated by ingesting carbohydrates and candy. According to the customer the low bg occurred after delivering a bolus as calculated by the pump, and as a result the customer felt that the pump was calculating incorrectly. Tandem's technical support troubleshooted the allegation, and determined that the issue was most likely user error. The customer was educated on pump setting and calculations, then advised to contact their healthcare provider regarding diabetes management and pump settings. Tandem's technical support offered to follow up with the customer within 24-48 but the customer declined.